Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon burst occurred. The 85% stenosed target lesion was located within the calcified and tortuous mid left anterior descending artery. A maverick 2 monorail 15mm x 2.0mm balloon catheter had been selected and advanced to treat the target lesion. The balloon was inflated 3 times and it "burst". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".